Event description:
It is reported that though the stem's outer packaging was still intact, the inner sterile packaging was broken and the stem had broken through this sterile packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.